Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead were exhibiting high out of range pacing impedance measurements greater than 2,000 ohms. The device was also at end of life (eol). It was reported the patient had been lost to follow-up. The device was explanted and successfully replaced. The rv lead was surgically abandoned and another rv lead was implanted. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the proximal portion of the returned lead was performed. The returned lead was severed 11 cm from is-1 terminal pin. The front portion of the is-1 seal ring was delaminated from the polyetheretherketone (peek). Medical adhesive was also noted. Electrical resistance testing of the conductor paths showed the lead to be in specification, indicating that no fracture had occurred. Laboratory testing was unable to reproduce the reported clinical observations.

Manufacturer narrative:
At this time, no portions of the lead have been returned to boston scientific, crm for analysis. There is no additional information available. If further information becomes available, this event will be reopened.